Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the report: it was reported post operatively: pt was returned back to the hospital from (B)(6) on (B)(6), 2011, with a staple line leak.